Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 600cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. The patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses (catalog #: 3506001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2022. Upon explantation, the left-sided device was observed to ruptured. It is currently unknown as to the reason why the patient decided to undergo a revision surgery on (B)(6) 2022. However, follow-up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 24-feb-2022, the investigation on the suspected medical device was completed. On 2-mar-2022, mentor received additional information regarding the revision surgery. The revision surgery was performed since an open capsulotomy was needed to be performed. Updated reason for device explant and/or reoperation: an open capsulotomy was needed to be performed. On 18-mar-2022, it was found that incorrect statements regarding the product return were included in h.10. On the initial report. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). In h.10. On the initial report, it was stated that since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, the correct statements were the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.